Event description:
A customer's husband has reported that his wife had suffered a hypoglycaemic event and became unconscious after taking too much insulin. The customer also reports that the units of measure on her freestyle meter have changed. Customer obtained a blood glucose reading of 25.4 (units of measure not stated) and injected 14 units of insulin at 19.30, orange juice was given, but pt became unconscious at 2200. Paramedics were called and customer was admitted to hospital. Customer discharged from hospital the next day.

Manufacturer narrative:
Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18 customers and retailers have been informed through the fa16may2006 letter.